Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic hernia procedure, the surgeon says consistently our five and eleven mm bladeless trocars leak, especially if any tissue or small specimen is pulled thru it. He also says, they smudge five and eleven and twelve trocars. There were no patient consequences. Unknown how case was completed. One device was discarded.